Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones coming from the device. Upon interrogation it was noted that the device displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.